Manufacturer narrative:
A4 - unk, a5 - unk, a6 - unk, h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vtich12.6, -3.0/3.5/085 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. The lens was explanted due to excessive vault on (B)(6) 2024. This did not resolved the problem. Reportedly, surgeon could implant a smaller lens size. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a vial. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. (B)(4)